Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate therapies. A merlin.net transmission was initiated the transmission was reviewed and it was discussed in some episodes the patient was experiencing a true ventricular arrhythmia, however in other episodes the patient's supraventricular tachycardia rhythm accelerated into the vf zone. An av node ablation was performed on (B)(6) 2018 and the patient was sent home on (B)(6) 2018 in satisfactory condition.